Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system will be retained by the user facility. The investigation is currently underway.

Event description:
It was reported that after successful deployment of a vascular stent in the right sfa, the distal tip of the delivery system detached, remaining distal to the stent. The stent was then post-dilated with a pta dilatation balloon, which was then used to pull the detached tip proximal to the stent. The detached tip remains in the sfa, proximal to the stent. No further attempts at removing the detached tip were made. The superficial artery and treatment site are fully patent. No report of injury to the pt.